Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving morphine (14.279 mg/day, unknown concentration) via an implantable pump for malignant pain. Information reported the patient presented to the hospital on (B)(6) 2019, was unresponsive, had overdose like symptoms and was toxic. The patient's managing clinic lowered the clinic lowered the patient's daily dose to 11.115 mg/day (confirmed via dosing report). The patient's wife reported the patient first had symptoms three days ago ((B)(4) 2019). The patient was lethargic. The patient's oncologist would be monitoring the patient. They were provided the emergency procedure guideline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-13, additional information was received from the healthcare professional (hcp). The hcp reported the cause of the patient's symptoms was "patient had symptoms of paraneoplastic syndrome from underlying metastatic renal cancer. The symptoms were not caused by the pump. The hcp was asked if decreasing the dose resolved the symptoms and the hcp stated, "not in my opinion. He has symptoms due to his underlying disease".